Event description:
As reported, approximately 6.5 years post initial tha, the female patient was brought back for right hip pain and signs of osteolysis. The hip was dislocated, the femoral head checked and found to be well fixed. Attention turned to the cup. The liner was removed with the use of a chisel, the cup was checked and found to be well fixed. A new g1 xle lipped liner and biolox head was implanted. Thee was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. The device will be return.

Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. Section d9: device available for evaluation.